Manufacturer narrative:
Device manufactured between september 25, 2020 to september 28, 2020. H10: five (5) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak was observed at the spike port bonding area of the 5 samples. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered after compounding. There was no patient involvement. No additional information is available.